Event description:
Caller reported an occlusion alarm which technical support could not verify in the pump's history. There was no reported impact to the customer¿s blood glucose level. No additional actions or outcomes were mentioned due to lack of access to the pump.